Event description:
Once the six french sheath was removed (when act score < 200) after angiogram and atherectomy, the starclose was deployed in normal fashion, but did not seem as if it adhered to the arterial wall as it was supposed to. The patient continued to bleed and developed a large hematoma. Vascular surgeon took her to surgery and identified a starclose type closure device, which was partially deployed, yet somewhat imbedded in the artery; a mid common femoral artery (cfa) bleed at the failed closure site. The surgeon performed an artery repair.